Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was under delivering insulin. Customer was experienced high blood glucose. Current blood glucose was 229 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was alleging the insulin pump because the value of the blood glucose was not going down. Customer stated that the insulin pump passed the displacement test. Customer stated that the insulin pump did not passed the high pressure test. Customer did not use auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis. The reservoir will not return for the analysis.